Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was tested on an in-house system and the instrument exhibited arcing during the energy test; abnormally strong spark was delivered during the energy test.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken black conductor wire. A backup same instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the provided image was performed by an isi clinical development engineer (cde). The following additional information was provided: cde was unable to identify damage to the conductor wire in the attached image. Returning the instrument for RMA could provide a more definitive diagnosis.